Event description:
Pacemaker (medtronic) implant bi-polar with thin a unipolar leads ,within 12 hours-pain, pacemaker leads. They opened incision & removed lsc. I was to go home next day - but 10 days later was discharged. I was to go to a 3 week rest home. Second pacer had to use same leads.